Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) of 258-599 mg/dl. Cause was attributed by customer to software or mechanical issue. However, the customer declined to provide additional information regarding the issue or conduct troubleshooting to confirm allegation.